Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. The customer was taken to emergency room and was treated with food. Troubleshooting was performed and the customer also reported that the insulin was over delivered. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and the insulin pump will not be returned for analysis. Customer states they did not disconnect during rewind/prime sequence which caused her to get 19u of insulin and cause the low blood glucose event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updating summary as follows: customer states they did not disconnect during rewind/prime sequence which caused her to get 19u of insulin and cause the low blood glucose event. Updated summary: customer reported a hypoglycemic event on (B)(6) 2024 at 9pm. Blood glucose at the time of event was 53 mg/dl. Customer treated the low with carbohydrates and visited the emergency room where she was treated with sugar water. Please update b3: please change to feb 10, 2024. Please update b5: customer states they did not disconnect during rewind/prime sequence which caused her to get 19u of insulin and cause the low blood glucose event.

Manufacturer narrative:
Additional information has been received. The received information has been provided in sections b5 ,b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Case update: customer reported a hypoglycemic event on (B)(6) 2024 at 9pm. Blood glucose at the time of event was 53 mg/dl. Customer treated the low with carbohydrates and visited the emergency room where she was treated with sugar water. Customer reported a hypoglycemic event on (B)(6) 2024 at 9pm. Blood glucose at the time of event was 53 mg/dl. Customer treated the low with carbohydrates and visited the emergency room where she was treated with sugar water.